Event description:
It was reported that the customer experienced a blood glucose (bg) level of 33.7 mmol/l with a unspecified ketone levels resulting in diabetic ketoacidosis; cause was not known. Healthcare provider identified the ketone level as dangerous. The customer was admitted into the emergency room, subsequently hospitalized, and treated with insulin dextrose infusion. Customer was released from the hospital on (B)(6) 2026 with the issue resolved. Customer did not sustain any permanent damage. Customer declined further troubleshooting.